Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition with no appearance of any physical damaged. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be the size pot was out of calibration as a result of normal wear. The pump was over 8 years old. Actions were taken to mitigate the reported issue: performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump had an invalid syringe size error. No patient injury was reported.